Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had a low battery issue on the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer was treated with a bolus. The customer stated that the bolus delivery stopped. The customer stated that they were able to clear the alarm. The customer was advised to check battery cap and battery cap is not loose. The customer stated the insulin pump was exposed to static. It was discussed to customer ways to avoid static. The patient was advised to monitor insulin pump.